Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged. The jaws were open. Loose formed staples could be seen between the jaws of the reload. Damage to the cutting edge of the knife blade was noted. Functionally, the reload was loaded into a representative device. The reload communication with the handle was verified and revealed that the returned reload had been fired. The interlock was overridden and the reload was cycled without hesitation or binding. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the device was difficult to fire and there was a staple formation problem. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the staple line was bleeding. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the right upper lobectomy with robot support procedure, when resecting the ascending a2 of the superior pulmonary vein, when firing using the 45mm reload, it was felt that the staple formation had not been clean. As a result, there was bleeding from the blood vessel. Moreover, an attempt was also made to perform firing using the 30mm reload, but the green button did not light up, and the cartridge opening and closing were performed several times. After checking the opening and closing several times, the green button lit up, and when firing was performed as it was, an oozing from the blood vessel was observed. It was also felt that there was a staple formation problem with the 30mm reload. The surgery time was extended by 10 minutes. To resolve the issue, compression surgery and hemostasis were performed.

Manufacturer narrative:
D10 concomitant product: sigsdl45ctvt, sigsdl45ctvt 45mm vasculr/thin lng sd CT (lot#n3f0098uy); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.